Event description:
A customer in the united states contacted biomérieux to report bacillus contamination associated with a bact/alert® fn plus culture bottles. The culture bottle provided a positive result within one day after sample collection. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in the united states had contacted biomérieux to report bacillus contamination associated with a bact/alert® fn plus culture bottles. An internal biomérieux investigation was performed. Line 3 bact/alert fn plus- manufacturing direction document number 007696 revision 31.a for release lot 3048764 was reviewed. The review included the quality control release testing and inspections, and all results were within specification. The bact/alert fa plus IFU 9312050 e 2016-04 has sufficient information regarding contamination: chemical or physical indications of instability prior to use, the bact/alert fa plus culture bottles should be examined for evidence of damage or deterioration (discoloration). Bottles exhibiting evidence of damage, leakage, or deterioration should be discarded. The medium in undisturbed bottles should be clear, but there may be a slight opalescence or a trace of precipitate due to the anticoagulant sps or the presence of adsorbent polymeric beads; do not confuse this with turbidity indicative of microbial growth. Do not use a bottle which contains medium exhibiting turbidity, a yellow sensor, or excess gas pressure; these are signs of possible contamination. Specimen collection and preparation general considerations 2. Take care to prevent contamination during both bottle preparation and inoculation of the patient sample. Proper skin disinfection is an essential requirement to reduce the incidence of contamination. Bottle preparation 2. Remove plastic flip-top from the culture bottle. Prior to inoculation, disinfect the culture bottle top with an alcohol swab or equivalent. Allow to air dry. Venipuncture direct draw inoculation procedure caution: a contaminated culture bottle could contain positive pressure, and if used for direct draw, may cause reflux into the patient's vein. Culture bottle contamination may not be readily apparent. Monitor the direct draw process closely to avoid reflux. Do not use a bottle that contains medium exhibiting turbidity, a yellow sensor, or excess gas pressure; these are signs of possible contamination. Procedural notes and precautions 1. Great care must be taken to prevent contamination of the patient sample during venipuncture and during inoculation into the culture bottle since contamination could lead to a specimen being determined positive when a clinically relevant isolate is not actually present. Biomérieux had previously investigated inoculated bottle contamination with bacillus. During the course of the investigation, there were no issues identified to suspect contamination was introduced in the bottles during the production process. There was no evidence of an event occurring during the manufacturing process that would have led to the contamination observed at the customer site. There was no evidence of a systemic issue with bact/alert® bottles, nor was it believed to be an issue with the manufacturing process itself. As a result, there were no new proposed corrective and/or preventive actions from this investigation. There were no other products, process, or systems impacted as a result of this investigation.

Manufacturer narrative:
Correction: narrative referenced the bact/alert fa plus IFU 9312050 e 2016-04. The correct document reference is bact/alert fn plus IFU 9309504 d 2015-03. "The bact/alert fn plus IFU 9309504 d 2015-03 has sufficient information regarding contamination: chemical or physical indications of instability prior to use, the bact/alert fn plus culture bottles should be examined for evidence of damage or deterioration (discoloration). Bottles exhibiting evidence of damage, leakage, or deterioration should be discarded. The medium in undisturbed bottles should be clear, but there may be a slight opalescence or a trace of precipitate due to the anticoagulant sps or the presence of adsorbent polymeric beads; do not confuse this with turbidity indicative of microbial growth. Do not use a bottle which contains medium exhibiting turbidity, a yellow sensor, or excess gas pressure; these are signs of possible contamination. Specimen collection and preparation general considerations 2. Take care to prevent contamination during both bottle preparation and inoculation of the patient sample. Proper skin disinfection is an essential requirement to reduce the incidence of contamination. Bottle preparation 2. Remove plastic flip-top from the culture bottle. Prior to inoculation, disinfect the culture bottle top with an alcohol swab or equivalent. Allow to air dry. Direct draw inoculation procedure caution: a contaminated culture bottle could contain positive pressure, and if used for direct draw, may cause reflux into the patient's vein. Culture bottle contamination may not be readily apparent. Monitor the direct draw process closely to avoid reflux. Do not use a bottle that contains medium exhibiting turbidity, a yellow sensor, or excess gas pressure; these are signs of possible contamination. Procedural notes and precautions 1. Great care must be taken to prevent contamination of the patient sample during venipuncture and during inoculation into the culture bottle since contamination could lead to a specimen being determined positive when a clinically relevant isolate is not actually present."